Manufacturer narrative:
The reported event was confirmed -manufacturing related. Received 1 suction evacuator in opened packaging. Verified material number 0071430 and batch number ngkq0146. Visual inspection noted foreign material and excess silicone inside the packaging. This does meet specification per (B)(4), revision 12 which states "the product/assembly must be free of visible, lose or etched foreign matter, solvent spills, hair, etc." The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer found some excess plastic on the tube of an individual item of evacuator. On the tubing portion of the drain there were small pieces of plastic that were adhered to the tubing but sloughed off easily. Product was discarded; a new one was opened with no issues. Spoke with customer about this issue and only found on a single item so far in the or that day, they were going with most likely a one off however since they could not check through the packaging the or staff will be instructed to inspect the item once removed from the packaging for debris, set aside the product, and report it if found for follow up. Sample is available and was with them.

Event description:
It was reported that customer found some excess plastic on the tube of an individual item of evacuator. On the tubing portion of the drain there were small pieces of plastic that were adhered to the tubing but sloughed off easily. Product was discarded; a new one was opened with no issues. Spoke with customer about this issue and only found on a single item so far in the or that day, they were going with most likely a one off however since they could not check through the packaging the or staff will be instructed to inspect the item once removed from the packaging for debris, set aside the product, and report it if found for follow up. Sample is available and was with them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.